Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer was sent new charging supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.